Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was loud and overheated. It was also noted that the device was disassembled and found that the driveshaft was broken. It was noted that this is consistent with excessive force being used during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/misuse of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was loud. During an in-house engineering evaluation, it was observed that the motor was loud, overheated and the drive shaft was broken. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly